Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the device did not alarm during or after the buttons stopped responding. The caller also mentioned that the buttons did not begin to work in less than five minutes without a battery change. Instructed to remove the battery and to insert a new battery, but the anomaly persisted. Advise that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. No frozen screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.